Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported during the index procedure; the fusion technique was performed using non-mdt equipment (ge) to identify the lowest renal artery. The orifice (ostium) of the lowest renal artery was diagnosed and marked on the 'mask' for the fusion technique. During deployment of the main body, the stent graft was placed and opened just below the markers of the matched images (with the fluoroscopy and angio images), below the marked lowest renal artery (the right renal) . After full deployment of the bare top stent, a control angio was performed which showed that the marked zone was not the renal artery but the ostium of the supra mesenteric artery. The physician attempted to cannulate between the stent graft in-situ and the aortic wall in an effort to cannulate the renal artery but was unable to perform this action. The physician elected to convert to open surgery and the stent graft main body was removed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.